Event description:
An endurant stent graft system was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm. The baseline diameter of the left femoral artery was 7 mm, and the left iliac artery was noted to be severely tortuous. Left access was obtained via a percutaneous approach, with ultrasound and angiogram used to ensure correct access to vessels was obtained. A 14 fr. Sheath was used to deliver the devices through the left access site. The left access site was closed using another manufacturer¿s closure device. No complications or technical issues were noted at the time of the procedure. It was reported that approximately 5 weeks post-implant an anastomotic false aneurysm was discovered in the distal left common femoral artery. The neck of the pseudoaneurysm was 4 mm, and the outpouching was 1.1 x 0.6 cm. This was assessed by the investigator to be related to the study procedure but not the study device. The investigator assessed the event to not be a serious adverse event. The pseudoaneurysm resolved without intervention 9 days later. No additional clinical sequelae were reported, and the patient is fine.

Manufacturer narrative:
(B)(4). Evaluation, results: inherent risk of procedure (pseudoaneurysm), (insufficient information; cause is unknown); evaluation, conclusions: known inherent risk of a procedure (pseudoaneurysm), (insufficient information; cause is unknown).